Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg, on (B)(6) 2010 for low back and bilateral hip, leg and foot pain. It was reported that the patient's ankles became swollen and she feels pain in both legs when the stimulator is on. The patient stated that these symptoms take a while to dissipate after she turns off the stimulation. X-rays showed no anomalies. Follow up on the patient (B)(6) 2011 found that the physician plans to explant the patient's scs system; however, the explant date is currently undetermined. No additional information is available at this time.